Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported that the customers performed voltage sag tests on two (2) pcus due to system errors occurring during a generator test at the hospital. The customer provided to bd the following test results: hospital biomed test setup: 1 fluke dmm (235480), variac (3641), digital scale test procedure: plug pcu into variac at 120vac. Reduce voltage to <20vac and evaluate for alarm state, pump operation and return variac to 120vac depending on alarm status. Restoration procedures were validated to restart IV therapy. Verification of infusion delivery required. The test pumps and results are as listed below: pcu #1, activated on (B)(6) 2016: using the test procedure above, unable to duplicate any error codes but observed the following: the pcu transitioned from ac to battery indicator without error or alarm. This was tested from 60vac to 20vac in 5vac increments. At approximately 17vac, this pcu's ac indicator was turned off and battery indicator was illuminated. Again, no errors, alarms or problems otherwise in a battery of 6+ tests. Pcu #2 activated on (B)(6) 2018: using the common test procedure above, the following errors/alarms were noted: 120.4610; 121.2002; 120.4610; 120.4610. The following were observed: the pump alarmed audibly with the following notifications: "operating channels will continue as programmed. Press silence to reset alarm. Replace pc unit as soon as possible. Settings unrestorable. Record before pressing system off code (as listed above)." The pcu did not transition to a battery indicator at the 20vac-17vac threshold. A quick drop below this measured state would move the pump to battery power. The pump would operate for approximately 20s under this low vac condition prior to the failure with the codes listed above. The pump did continue infusing even while alarming, this was validated on the scale. The pump had to be turned off to clear this state, no other buttons were operational. Upon restart, the pump had to be reprogrammed and a prior patient's settings were unavailable. Care provider would need to reprogram the pump/channels. There was no patient involvement as the issues occurred during device testing in a non-patient care setting. Upon preliminary testing by the manufacturer it was noted that the probable cause of the reported issue that one (1) of the two (2) pcus received system error 121.2000 and 120.4610 after a generator test is being attributed to an ac input voltage sag which is below the alaris system pcu minimum ac voltage specification.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customers performed voltage sag tests on two (2) pcus due to system errors occurring during a generator test at the hospital. The customer provided to bd the following test results: hospital biomed test setup: 1 fluke dmm (235480), variac (3641), digital scale test procedure: plug pcu into variac at 120vac. Reduce voltage to <20vac and evaluate for alarm state, pump operation and return variac to 120vac depending on alarm status. Restoration procedures were validated to restart IV therapy. Verification of infusion delivery required. The test pumps and results are as listed below: pcu #1, activated february 2016: using the test procedure above, unable to duplicate any error codes but observed the following: the pcu transitioned from ac to battery indicator without error or alarm. This was tested from 60vac to 20vac in 5vac increments. At approximately 17vac, this pcu's ac indicator was turned off and battery indicator was illuminated. Again, no errors, alarms or problems otherwise in a battery of 6+ tests. Pcu #2 activated february 2018: using the common test procedure above, the following errors/alarms were noted: 120.4610. 121.2002. 120.4610. 120.4610. The following were observed: the pump alarmed audibly with the following notifications: "operating channels will continue as programmed. Press silence to reset alarm. Replace pc unit as soon as possible. Settings unrestorable. Record before pressing system off code (as listed above)." The pcu did not transition to a battery indicator at the 20vac-17vac threshold. A quick drop below this measured state would move the pump to battery power. The pump would operate for approximately 20s under this low vac condition prior to the failure with the codes listed above. The pump did continue infusing even while alarming, this was validated on the scale. The pump had to be turned off to clear this state, no other buttons were operational.. Upon restart, the pump had to be reprogrammed and a prior patient's settings were unavailable. Care provider would need to reprogram the pump/channels. There was no patient involvement as the issues occurred during device testing in a non-patient care setting. Upon preliminary testing by the manufacturer it was noted that the probable cause of the reported issue that one (1) of the two (2) pcus received system error 121.2000 and 120.4610 after a generator test is being attributed to an ac input voltage sag which is below the alaris system pcu minimum ac voltage specification.